Event description:
The pump was returned for investigation. Investigation revealed that the pump was cracked at the battery compartment and failed a leak test. Evaluation also revealed the battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/17/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: evaluation revealed a crack at the top of the battery compartment. The battery cap was found to have stripped threads. During testing, the pump failed the leak test. (B)(6).